Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection between the cassette and a supply bag, resulting in a leak, was reported which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak which caused the alarm. The patient stated that there was a leak and had already disconnected from the set and the supply. Renal therapy services advised the patient to clear the alarm and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.